Event description:
Caller alleged inaccuracy with inratio. Results as follows: inratio: 5.6; lab: 3.8. Inratio: 5.6; lab: 2.09. Inratio: 6.5; lab: 3.22.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 01/22/2007, inratio: 5.6; lab: 3.8; mean: 4.7; confidence limits: 2.6-6.9. Date: 01/30/2007, inratio: 5.6; lab: 2.09; mean: 3.8; confidence limits: 2.3-5.7. Date: 02/06/2007, inratio: 6.5; lab: 3.22; mean: 4.9; confidence limits: 2.8-7.2. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The first and last set of results are within the confidence limits for inr testing. The results dated 01/30/2007 are not within confidence level. As a result, these considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.